Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the mildly tortuous mid left anterior descending (lad) coronary artery, an attempt was made to cross the lesion with a 2.8x19 rx graftmaster covered stent system but this device failed to cross due to vessel calcification. The lesion was treated via balloon angioplasty. There were no other device or procedural issues. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The hypotube was separated 16.5cm distal to the strain relief tubing. Additional information received confirmed that the correct complaint device was returned, but the site was unaware of the shaft separation. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received confirmed that the 2.8x19 rx graftmaster covered stent system was intended for use in treating a perforation that the patient had presented with. Additionally, the perforation was successfully sealed via the reported balloon angioplasty. No additional information was provided.